Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, the 8mm fenestrated bipolar forceps instrument had broken cables. A back-up instrument was used. There were no delays. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: thermal damage was not observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Failure analysis found the secondary failure of broken conductor wire at the distal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found on the yaw pulley at the base of one of the grip tips. Components adjacent to the broken wire do not show damage. Additional observation not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. The complaint regarding broken cables was confirmed by failure analysis.